Manufacturer narrative:
If implanted, give date: not applicable, as this is not an implantable device.  If explanted, give date: not applicable, as this is not an implantable device.  The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge had an issue that the back side of the cartridge was ripped and missing. The piece of plastic material ended up in the anterior chamber and this was noticed as the intraocular lens (iol) was being injected into the bag of the patient's left eye. The lens was inspected before positioning into the capsule and the plastic piece was removed. It was revealed that it was the underneath of the tip of the cartridge that ripped. There was no patient injury reported. The lens remains implanted. No other information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes.section d9: returned to manufacturer on: sep 6, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint cartridge was received with the inside of the cartridge coated in viscoelastic residue. The cartridge tip could also be observed to be cracked. No further issues were identified. Conclusion: the complaint issue cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.